Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the controller¿s battery was dead. The controller would not power on, so he was not able to charge ins. Patient stated he tried using aa batteries and was able to turn controller on, it was li battery. A replacement controller battery would be sent. It was noted no power but power on with the aa batteries. Additional information was received from rep on (B)(6) 2018. Rep stated patient had difficulty with recharging. It was noted ins was discharge when starting an ins charge session because patient hadn¿t charged his ins for about a week. Patient was working with his daughter and noted the charge level was in red zone when they started to charge. They mentioned it was still in red zone for charging and had not advance at all after 1.5 hours getting excellent coupling. It was advised patient continued to charge when they were ready, and ins charge level should start to advance. It was reviewed that if it didn¿t start to advance, patient should have their system checked and further investigation. Additional information later date from rep stated that make sure patient not waking up controller frequently during charging as this would substantially slow the recharge process down. In waking up the controller screen, they took recharge energy away from recharging ins to power controller. They should watch the green light at the top of controller and make sure it stayed green and had them wait 15 to 20 minutes between checking the recharge quality if they wanted to check it mid-charge. Additional information was received from patient on (B)(6)2018. Patient stated the button on the top would not turn the controller on, they reset the battery pack and it would turn on after that, the button on the top machine was not working and it started a while ago. Repair sent battery one week ago, patient had been without stimulator for 1 week. Patient stated the programmer rep would have on there disappeared, and this was a month ago. No further complication and no symptoms were reported.